Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range 1.7 - 2.8 mg/dl; critical less than 0.9 mg/dl, greater than 5 mg/dl) (B)(6) 2025 sid (B)(6) initial result = 6.52 mg/dl, repeat result (sn (B)(6)) = 1.77 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, performed troubleshooting procedures and observed the high concentration waste (hcw) line was clogged, causing the hcw nozzle to drip liquid on the top of the cuvettes. The fsr cleaned the waste lines, removed the clog, manually cleaned the cuvettes and replaced the dry tip to resolve the issue. Data and information provided by the customer were reviewed. Return testing was not completed as returns were not available. The instrument service history review revealed one additional ticket associated with discrepant/erratic results; however, there was no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this ticket. Additionally review of complaint and trending data associated with the waste tube clamps and caps kit did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range 1.7 - 2.8 mg/dl; critical less than 0.9 mg/dl, greater than 5 mg/dl). On (B)(6) 2025, sid (B)(6), initial result = 6.52 mg/dl, repeat result (sn (B)(6)) = 1.77 mg/dl. No impact to patient management was reported.